Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The patient's attorney alleged that the decedent on or about (B)(6) 2012 experienced a sudden cardiac event and subsequently expired shortly after the use of the product.